Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices, the patient programmer would only display a communication error. Reportedly, the patient had not charged the ipg for approximately a month. Follow up identified the patient underwent surgical intervention and the ipg was replaced. Stimulation therapy was reportedly restored postoperatively.